Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of construct (broken rods); dr (B)(6), (B)(6) hospital (B)(6) 2018. Primary implant date (B)(6) 2015. The patient had previous construct from t9-pelvis with bilateral broken rods at the l3 region. The previous construct consisted of verse screws (range of sizes 199723xxx), x2 cocr rods (196789480), x1 monarch dual rod connector end to end 5 mm/5 mm(177492060), unitized set screws and x1, a3(189401303) x1, a6(189401406) sfx connector. All set screws, rods, sfx connectors and end to end connectors were removed. Two screws were also removed and replaced with the same size screws, for the reduction tabs (to assist with reducing the rod to the screws). Two new cocr 480 mm rods were cut and contoured and locked into place with 15 new set screws. X2 spanning rods were also added for extra construct strength from t12/l1 - l5/s1. X2 a3 sfx cross connectors were also added at t11/12 and l5/s1. Patient initials m.h.